Manufacturer narrative:
The lot number for 22 malfunctions were provided and lot history reviews were performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 16 malfunctions with ten malfunctions also receiving medical images. The investigation is identified for patient device interaction problem for 11 malfunctions, including nine that received medical images. Three malfunctions are identified for patient device interaction problem and are unconfirmed for malposition of device, including two that received medical images. The investigations for 18 malfunctions are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number: gfxd3890, gfyl1959, gfyg3600, gfxe3409, gfyd3214, gfaq1106, gfze3695, gfxc2649, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521, gfzd4240, unknown).

Event description:
This report summarizes 32 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 32 malfunctions involved patients with no reported consequences. Of the 32 malfunctions, 5 were reported as male and 10 were reported as female. The patients¿ age ranged from (B)(6) years-old and weighed between (B)(6) lbs. All other patient information is unknown.

Event description:
This report summarizes 30 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All 30 malfunctions involved patients with no reported consequences. Of the 30 malfunctions, 9 were reported as male and 18 were reported as female, 25 patients ages ranging from 25 to 78 years, 7 patients weight ranging from 163 to 304 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the 32 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2020-05979 and 2020394-2022-90151. H10: of the remaining 30 malfunctions, the lot number for 22 malfunctions were provided and lot history reviews were performed. Out of 30 malfunctions, the product catalog number of 4 malfunctions were updated to dl900j and 1 malfunction was updated to unk denali. The devices were not returned to the manufacturer for evaluation. Medical records were provided and reviewed for 29 malfunctions of which 20 included images. Medical record was not provided for one malfunction, therefore the investigation is inconclusive for the alleged perforation.out of 30 reported malfunctions, 19 malfunctions were confirmed for alleged perforation. For 3 malfunctions, migration (a0104) was coded additionally and the investigation is confirmed for filter migration and perforation. For one malfunction, detachment (a0501) was coded additionally and the investigation is confirmed for detachment and perforation. Perforation, detachment and migration were confirmed for one malfunction. For 2 malfunctions, the investigation is confirmed for the perforation; however, the investigation is unconfirmed for the filter tilt. The remaining three malfunction is inconclusive for the alleged perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfzd4240,gfyd3214, gfaq1106, gfze3695, gfxc2649, gfbp0478, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfap2227, gfat1280, gfzc0107, gfzk0367, gfxi2521,unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 32 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05979. H10: of the remaining 31 malfunctions, the lot number for 21 malfunctions were provided and lot history reviews were performed. Out of 31 malfunctions, the product catalog number of 1 malfunction was updated to dl900j and 6 malfunctions were updated to unk denali. The devices were not returned to the manufacturer for evaluation. Medical records were provided and reviewed for 22 malfunctions and images were provided and reviewed for 12 of the 31 malfunctions. Medical records were not provided for nine malfunctions, therefore the investigation is inconclusive for the alleged perforation as there is no objective evidence has been provided. Out of 31 reported malfunctions, fourteen malfunctions were confirmed for alleged perforation. Two malfunctions were confirmed for the reported migration and perforation. Three malfunctions were confirmed for reported perforation but unconfirmed for tilt. The remaining three malfunctions were also inconclusive for the alleged perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfzd4240,gfyd3214, gfaq1106, gfze3695, gfxc2649, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Of the 31 malfunctions, 6 were reported as male and 14 were reported as female, 18 patients ages ranging from 25 to 78 years, 5 patients weight ranging from 163 to 304 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the 32 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05979. H10: of the remaining 31 malfunctions, the lot number for 21 malfunctions were provided and lot history reviews were performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 18 malfunctions with ten malfunctions also receiving medical images. For 12 malfunctions that provided medical records and nine medical images, the investigation is confirmed for patient device interaction problem. For three malfunctions that provided medical records and two medical images, the investigations are confirmed for patient device interaction problem and unconfirmed for malposition of device. For three malfunctions that provided medical records, the investigation is inconclusive for patient device interaction problem. For the remaining 13 malfunctions, the investigations are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfyd3214, gfaq1106, gfze3695, gfxc2649, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521, gfzd4240, unknown). H11: b5, d4 (corporate lot no). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Of the 31 malfunctions, 6 were reported as male and 11 were reported as female. The patients¿ age ranged from 25 to 73-years old and weighed between 163 and 305 lbs.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Of the 31 malfunctions, 9 were reported as male and 19 were reported as female, 26 patients ages ranging from 25 to 78 years, 6 patients weight ranging from 163 to 304 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the 32 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05979. H10: of the remaining 31 malfunctions, the lot number for 23 malfunctions were provided and lot history reviews were performed. Out of 31 malfunctions, the product catalog number of 4 malfunctions were updated to dl900j and 1 malfunction was updated to unk denali. The devices were not returned to the manufacturer for evaluation. Medical records were provided and reviewed for 30 malfunctions and images were provided and reviewed for 20 of the 31 malfunctions. The investigation is inconclusive for the alleged perforation for 4 malfunctions. Out of 31 reported malfunctions, 18 malfunctions were confirmed for alleged perforation. For one malfunction, detachment (a0501) was coded additionally and the investigation is confirmed for detachment and perforation. For 3 malfunctions, the investigation is confirmed for the perforation; however, the investigation is unconfirmed for the filter tilt. For 4 malfunctions, migration (a0104) was coded additionally and the investigation is confirmed for filter migration and perforation. For the remaining one malfunction, the investigation is confirmed for the perforation, detachment and filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfzd4240,gfyd3214, gfaq1106, gfze3695, gfxc2649, gfbp0478, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfap2227, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521,unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 32 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05979. Of the remaining 31 malfunctions, the lot number for 21 malfunctions were provided and lot history reviews were performed. Th product catalog number of 1 device was updated to dl900j. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 21 malfunction provided medical records of which 13 included images. For 13 malfunctions, the investigation is confirmed for patient device interaction problem. For three malfunctions, the investigations are confirmed for patient device interaction problem and unconfirmed for malposition of device. For two malfunctions, the investigations are confirmed for patient device interaction problem and migration. For the remaining 13 malfunctions, the investigations are inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. D4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfyd3214, gfaq1106, gfze3695, gfxc2649, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521, gfzd4240, unknown). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Of the 31 malfunctions, 6 were reported as male and 13 were reported as female, 17 patients ages ranging from 25 to 78 years, two patients weight ranging from 127 to 138 kgs, and two patients weight ranging from 163 to 194 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 32 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05979. H10: of the remaining 31 malfunctions, the lot number for 21 malfunctions were provided and lot history reviews were performed. Th product catalog number of 1 device was updated to dl900j. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 19 malfunctions with 11 malfunctions also receiving medical images. For 13 malfunctions, the investigation is confirmed for patient device interaction problem. For three malfunctions, the investigations are confirmed for patient device interaction problem and unconfirmed for malposition of device. For the remaining 15 malfunctions, the investigations are inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfyl1959, gfyg3600, gfxe3409, gfyd3214, gfaq1106, gfze3695, gfxc2649, gfyl3322, gfxd3829, gfyi2704, gfye3716, gfyc3726, gfat1280, gfza3549, gfzc0107, gfzk0367, gfxi2521, gfzd4240, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Of the 31 malfunctions, 6 were reported as male and 11 were reported as female, 15 patients ages ranging from 25 to 73 years, two patients weight ranging from 127 to 138 kgs, and two patients weight ranging from 163 to 194 lbs. All other patient details were not provided.